Event description:
Customer reports inform base with melted casing around interconnector port and melted interconnector plastic housing. No adverse event reported. A request was made for the return of the device, replacement was sent.